Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. There upon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has arrived from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): under infusion: comment from the department: "chemotherapy enters slowly, herceptin 272 ml at 90 min. Stops at "8 min 35 ml" according to the pump due to a lot left in the bag increases the speed / volume gradually so as not to drag on." This must have occurred 30 apr 2015, should be the session that begins at about 10:25. The staff think that infused volume does not match with what's left in the bag. Wish investigation about what happened, a control of the pump.